Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: a saline mentor siltex round moderate profile 325cc , catalog number: 3542650, serial number :(B)(4), lot number: 6408326. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 325cc on the right breast implant and with saline mentor breast implant of unknown type on the left breast implant and experienced deflation on the right breast implant and breast pain on both breasts. The patient experienced left breast pressure radiating from the right. Right side accompanying symptoms are aching with intermittent sharp pains, hard lumps that hurt when there is any contact, a lot pressure within the breast itself. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast implant.

Manufacturer narrative:
On 10/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/13/2020, the device was visually inspected and it was found with no apparent damage. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/20/2019, it was reported to mentor that the patient had undergone removal on (B)(6) 2019 and replacement with mentor memorygel breast implant 650cc. The left breast implant was saline mentor siltex round moderate profile 325cc, serial number (B)(4), lot number 6408326, catalog number 3542650. A manufacturing record evaluation (mre) was performed for the finished device number 6408326, and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient¿s race is caucasian. The patient reported left side has pressure radiating from the right and aching with intermittent sharp pains, hard lumps that hurt when there is any contact, a lot pressure within the breast itself. On (B)(6) 2019, it was reported to mentor that the patient was diagnosed with bilateral breast ptosis. The patient had undergone bilateral implant exchange with bilateral major mastopexy on (B)(6) 2019. The replacement implants were mentor memorygel breast implant 650cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/11/2018, it was reported to mentor that a (B)(6) female patient who underwent breast augmentation revision on (B)(6) 2011 experienced right breast implant deflation that was observed on (B)(6) 2018. The patient couldn¿t feel the implant like she could on the left side. The patient also reported bilateral pressure, more so in the right breast. The right breast aches with sharp intermittent pains, and she feels hard lumps. The devices are still implanted and no revision or explantation has been scheduled thus far. The patient has yet to see a physician. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. (B)(4).